Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the controller was not working. The patient had an appointment on (B)(6) 2016. No patient symptoms were reported at that time. Additional information received from the consumer on (B)(6) reported the controller worked okay, but the vibration from the implantable neurostimulator (ins) annoyed the patient, but it helped with the pain "so much," which was difficult to control. It was further reported the patient wasn't completely bedridden and was able to get up and around slowly. It was noted the device helped the patient live a better life and they really noticed how much it helped when the battery died, but the consumer wanted to know why the battery ran out so soon after only approximately three years. When the battery died the consumer was in "extra horrible pain" and their pain medication was increased, but they couldn't have the ins replaced because they were diagnosed with congestive heart failure, and the heart doctor didn't think they would make it through the surgery. It was noted the patient died on (B)(6) 2016 but it was not related to their device. Information received from the healthcare provider (hcp) reported the patient was recently diagnosed with heart failure and was in hospice care for the past month. The last time the patient was seen by the hcp was on (B)(6) and had no complaints regarding any of their implanted devices. Relevant medical history includes spinal pain and post-lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.